Manufacturer narrative:
Novocure concurs with the treating physician that death is unrelated to novottf. Death is an expected event in pts with recurrent glioblastoma due to the natural history of the disease. On the pivotal phase iii trial, overall survival was 6.3/6.4 months in the novotff and chemotherapy arm respectively. This event is being reported to the FDA as per novocure's standard operating procedures which states that any deaths that occur within 24 hrs of device use be reported (pt was wearing device one day prior to death).

Event description:
Pt with progressive glioblastoma began treatment with novottf on (B)(6) 2012. Novocure was informed on (B)(6) 2012, by a family member that the pt had died on (B)(6) 2012. Prescribing physician reported cause of death of cardiac arrest secondary to pneumonia. No adverse events associated with device were reported. As per log file review, the last date of treatment was (B)(6) 2012 and the device was functioning as per normal operating parameters.